Event description:
It was reported that prior to the start of a da vinci-assisted incisional hernia intraperitoneal onlay mesh (ipom) surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated recoverable error occurred. The tse confirmed the errors in the logs. The tse had the customer hard cycle and reseat blue fiber cable (bfc), but the issue was not resolved. The tse had the customer perform a hard power cycle again and replace bfc with no change. After, the customer moved the bfc on the back of the surgeon side console (ssc), which resolved the issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found error 307 and poor light levels going to surgeon side console (ssc). The fse cleaned intracart ports and swapped patient side cart (psc) with ssc. Another error 307 occurred on restart with the psc with poor light levels. The fse swapped to the other vision side cart (vsc) port, which had good light levels. It was found that one vsc port was inoperable. Upon further investigation, fse found error 319 upon system startup in normal mode. The fse found that status light for blue fiber cable (bfc) from common compute controller (ccc) to video image processing (vip) was red while all other connections on ccc were green. The bfc between ccc and vip was replaced, but error 319 reoccurred. The fse replaced vsc ccc and vip to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint, but failure analysis is in progress. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.